Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the back cover screw of the system controller (serial number: (B)(6) being damaged was not able to be confirmed. The controller was not returned for analysis, and no photos or additional documentation were submitted for review. Provided information indicated that the backup battery cover was able to lay flat, and that the missing screw was covered with plastic. It was also reported that there was no delay to the implant procedure due to the event. The root cause of the reported event was unable to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the screws on the primary system controller broke after installing the backup battery, and that the plate was flush/flat, so it was covered with plastic knub.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no delay during an implant procedure due to the event.